Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, lot record reviews could not be conducted. Because sufficient clinical data was not received and no lot number was identified with this complaint, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A representative from the FDA reported on behalf of a patient, following implant of a micro-stent a patient experienced "blindness immediately following the surgery. The patient had cataract stents inserted and it has blinded her in eye and pressure. This product was already known to cause blindness; it was used on an elderly woman causing vision blindness and now she needs 24-hour care. The hardship has been devastating. Glaucoma surgery in less than a month. She was blind in one eye and the other eye is gradually going. Additional information was requested. There are two reports for this patient. This is for the first eye.